Event description:
Related manufacturer reference number:2017865-2023-14472 . It was reported that the implantable cardioverter defibrillator exhibited high impedance and abnormal machine interference was found. It was also noted that the right ventricular lead exhibited high impedance. During the procedure, the device was explanted and did not change the lead position. The physician considered that the cause of abnormal lead impedance was abnormal fixation of lead and pacemaker or abnormal connection between lead and pacemaker interface. The patient was in stable condition.

Manufacturer narrative:
The reported field event of high pacing lead impedance could not be reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. There were no difficulties inserting and securing the test leads. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.